Event description:
A customer contacted beckmen coulter regarding discordantly low psa results from three (3) different patients that were generated by the synchron lx I 725 instrument. The psa result was 0.01ng/ml from patient a, 0.23ng/ml from patient b, and 2.23ng/ml from patient c. The customer questioned the psa results and diluted all 3 samples in ratio of 1:1, using a normal patient's serum. The customer re-tested the diluted samples (a,b,c) for psa. The psa result wa 4.09ng/ml from patient a, 27.03ng/ml from patient b, and 2.44ng/ml from patient c. The customer then re-tested the neat samples for psa. The psa results were as follows: 0.06ng/ml for patient a, 57.87ng/ml for patient b, and "no result, and >148" for patient c. The customer indicated the patients (a,b,c) samples were repeated on the synchron lx I 725 instrument 2 days later, but a new pack of reagent was used. The psa results were : 6.55ng/ml for patient a. 51.07ng/ml for patient b, and >148ng/ml for patient c. No additional information was provided regarding this event. The customer indicated that there has been no change to patient treatment attributed to or connected with this event.